Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message on patient side related to stirring mechanism that does not start (measured by power consumption: power consumption is too low, error code 05). The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. While inspecting the unit, it was noted that there was a water mark on the distribution board. Therefore, this board was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Based on available information, it cannot be ruled out that the most likely root cause was an unintended user error during the filling phase of the unit which allowed water to enter the internal circuitry of the unit. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.